Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provision depuy synthes of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint #: (B)(4). Investigation summary: no device associated with this report was received for examination, however, photographs of the subject complaint sample were provided for review. No product contribution to the reported event was identified. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot: null. Device history batch: null. Device history review: null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Revision due to loosening of the tibial component, instability, and pain. The surgeon reported the baseplate was noted to be loose at the tibial tray/cement interface. The femoral component was revised, though there were no complaints against it. The patella was not revised. The surgeon reported no intraoperative complications. All competitor components were implanted in the revision. Office notes reveal the patient experienced pain, swelling, instability, stiffness, decreased range of motion and superficial incisional numbness prior to the indicated revision surgery. Physical exam revealed instability and flexion contracture. Doi: (B)(6) 2016; dor: (B)(6) 2018 (lt knee).